Event description:
Infusion pump was being used to infuse calcium into the pt's left lateral lower leg. Staff noted that the pt's left leg had become swollen and discolored. Infusion pump was stopped and intravenous site was discontinued.